Event description:
Complainant alleged that during a routine shift check of the device by a clinician, the unit displayed a "defib short 108" message when the defib button on the device was depressed. The complainant indicated that there was no pt involvement in the reported malfunction.